Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device displays error code e232 intermittently due to a faulty control board. The evaluation also found a stuck power button, minor scratches on the housing and failed monopolar output test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the olympus esg-100, displayed error code e232. The issue was found during preparation for use. The procedure was completed using a similar device. There was no delay and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of error e232 was presumed to have been due to the following: - e232: according to the service manual, error message 232 indicates a faulty serial communication between the spark monitor, which is located on the generator board, and the control board. Error 232 can also occur if communication between the esg-100 and the afu-100 is disrupted by a fault. According to the service manual, the fiber optic cable should first be checked and replaced. If this measure fails, the next step is to replace the generator board and finally the control board. From a technical point of view, user fault appears to be ruled out with this error pattern. According to the investigation results, this error was most likely caused by a defective control board. There are no countermeasures necessary for the suggested phenomenon because the associated risk is acceptable. The manufacturer will monitor the occurrence rate in the context of the utilized quality management system. If necessary, the manufacturer will take action in the future. Olympus will continue to monitor field performance for this device.